Event description:
Additional information received indicated the post-paced t-wave oversensing resulted in pacing inhibition. The patient was not pacemaker dependent and did not experience any adverse consequences.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming. The patient was later seen in-clinic, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.